Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was found to be protruding from the surface of the skin after the procedure. The sealant was deployed partially into the tissue. Proper hemostasis was not achieved after the device was removed from the patient's body. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynxgrip vcd was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach and was stored and prepared per the IFU. The user was certified to the use of mynx device. A 6f non-cordis catheter sheath introducer (csi) was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open, and the procedural sheath was not returned. In addition, the syringe was returned attached to the device and the sealant was not returned for analysis. No anomalies were observed. Since the sealant and advancer tube of the returned device were not returned, a complete functional investigation could not be conducted. In addition, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the IFU, and no anomalies were observed. Additionally, the balloon was inspected using a vision system to obtain a magnified image. A product history record (phr) review of lot f2234602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment-partial¿ was not confirmed through analysis of the returned device since the device was received without the sealant/advancer tube and procedural images were not provided. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, it is not possible to determine what factors may have contributed to the issues experienced since a complete investigation could not be completed and there were no damages/anomalies noted to the device. However, patient factors (such as a shallow vessel depth) and/or procedural/handling factors (such as excessive tension) is a possible contributing factor to the partial misdeployment reported. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2234602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was found to be protruding from the surface of the skin after the procedure. The sealant was deployed partially into the tissue. Proper hemostasis was not achieved after the device was removed from the patient's body. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynxgrip vcd was prepared and used according to the instructions for use (IFU). The device was used in a transfemoral cerebral angioplasty (tfca) procedure with a retrograde approach and was stored and prepared per the IFU. The user was certified to the use of mynx device. A 6f non cordis catheter sheath introducer (csi) was used. The common femoral artery¿s (cfa) suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis.